Event description:
A pericardial effusion occurred, and the procedure was cancelled. During the procedure, a versacross rf wire was selected for use for a transseptal procedure. It was mentioned that during a farapulse case, the physician was getting transseptal access and the patient was coding. It was not realized what happened immediately and it was not clear how it happened, but the patient had a pericardial effusion. They started chest compressions, and the vitals improved. Hence, it was ended up calling in an interventional cardiologist to help drain the fluid and the patient stabilized. Procedure was cancelled, patient has been admitted to hospital but is expected to fully recover. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.